Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy and a replacement pump was sent. Customer¿s blood glucose level was 258 mg/dl.